Manufacturer narrative:
The device has been returned to the MFR for analysis, which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pt experienced an incisional wound opening on the front left abdomen with drainage of green pus. The area was also noted to be swollen. In addition, the report indicated that the pt experienced an increased headache, possibly due to an increase in drug dosage. Cultures were obtained of the device pocket and lumbar region. The type of organism isolated was reported as "unk". The report indicated that peri-operative antibiotics had been administered. The pump and catheter were explanted. While in the recovery room, the pt had a seizure episode. She was treated and was admitted to the hospital for post surgery care. The following morning, she was reported to be "doing good". No other treatment interventions were reported. The pt's outcome was reported as "ongoing; recovered with sequela". The last pump refill was in 2009.